Event description:
Boston scientific (bsc) crm received information that this dextrus lead was exhibiting r-waves measurements of 10mv at implant using a pacing system analyzer (psa). One day post implant, ventricular noise was observed and no r-waves could be obtained. It was revealed that the lead had dislodged. Therefore, a revision was performed and the lead was successfully repositioned. No adverse patient effects were noted.